Event description:
The patient was a premature infant born via c-section. Seven days later a single lumen PICC was placed. Subsequently, five days later the primary rn noticed moisture under the PICC line dressing. The dressing was changed and the line was flushed. There was no leakage noted from the PICC. About two hours later, the PICC line dressing was wet. The dressing was removed and the leakage was noted at the 2 cm mark on the catheter (cracked). The PICC line was removed and a piv was started. There was no harm to the infant.